Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection. The insulin pump alarmed during basic occlusion test due to loose/protruded drive support disk. Missing end cap sticker noted.

Event description:
It was reported that the insulin pump alarmed during the prime process. Unable to leave the prime mode. Nothing further reported.